Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the revision detailed in this investigation occurred 1.8 years apart. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR), shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no ncmrs associated with the components that may have contributed to an infection. Verification of acceptable sterilization process could not conducted as the records needed for review were not provided during this complaint evaluation. As of 2/9/18 no records have been forwarded by zimmer-biomet. Should the records be provided at a later time, this investigation will be updated or amended. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device was the root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had an infected total elbow. The surgeon put the implants back in after a cement spacer.